Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced motor error, failed battery test and damaged battery cap. The customer's blood glucose value was 273 mg/dl. The customer reported the drive support cap to appear normal. Customer stated that the pump was not exposed to high magnetic field. The customer stated that they did not receive a low battery alert prior to the off no power alert. The insulin pump passed displacement test. The product was not returned for analysis.